Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater line disconnected from the cassette of an amia automated pd set. This occurred during drain three of four of peritoneal dialysis therapy. The patient was connected. Continuous ambulatory peritoneal dialysis was discussed with the patient . There was no report of patient injury or medical intervention associated with this event. No additional information is available.